Event description:
Additional information was received. Hcp interrogated the pump and indicated "it definitely shows the pump is empty". Also reported the patient was supposed to be refilled (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was admitted to the hospital for increase in spasticity and "symptoms of withdrawal" due to the patient missing the refill appointment. Reporter stated that the patient had missed appointments in the past and it was believed that the pump had been empty for a few weeks up to the event notification date. The patient had heard alarm for a while but hadn't heard it for "sometime". The medication in the pump was baclofen (compounded/current).

Event description:
Additional information confirmed that the cause of the event was missed scheduled refill. The patient experienced withdrawal. Signs and symptoms associated with the event include muscle spasms and increase in spasticity. The patient was hospitalized due to the event. The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).